Event description:
The user facility reported that the patient had recently been diagnosed with peritonitis and his physician requested that the cycler be replaced. According to the peritoneal dialysis nurse, there were no fluid leaks during treatment and the patient likely self-contaminated, as he is known to touch his pd catheter and has had to be counseled about observing aseptic technique. He was diagnosed with peritonitis on (B)(6) 2013, received intraperitoneal antibiotics, and is fine now. Sample available.

Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.